Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient presented with radiculopathy, motor weakness and extremity pain. The patient was diagnosed stenosis l4-s1, instability l5-s1, spondylolisthesis l5-s1 (<(><<)>= 50% listhesis), and back pain distribution l4-s1.. The patient underwent an open posterior surgery consisting of fusion l4-s1. Autologous local bone, rhbmp-2/acs, and posterior instrumentation were used. Local antibiotics were applied and x-ray verification of levels was done. The patient was discharged home. The patient's 30-day nrs was 0. The patient's 30-day odi was 12. The patient required the placement of a percutaneous drain post-discharge.

Event description:
Patient's surgery also consisted of laminotomy and facetectomy and was done by using static instrumentation- pedicle screw/rod, cage. The patient presented for post-discharge follow ups (for 1 year).